Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right breast capsular contracture, possible left breast implant rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent an unspecified breast implantation procedure with mentor memorygel breast implant 300cc gel breast prostheses developed capsular contracture (baker grade iii) in her right breast. The patient noticed that her right breast was firm and higher than her left breast. The capsular contracture was confirmed by a physical examination performed by a doctor. In addition, there is possible rupture of the patient¿s left breast prosthesis. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 430cc gel breast prostheses on (B)(6) 2019. This medwatch report is for the patient¿s left breast prosthesis.